Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited high capture thresholds and failure to capture. No device intervention was performed and the patient will be monitored. The patient was stable.